Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that a 482.46ml infusion of chemotherapy (doxorubicin (adriamycin) 22.4 mg, etoposide (vepesid) 112 mg, vincristine (oncovin) 0.74 mg in sodium chloride 0.9 %) was programmed to infuse at an unspecified rated however the solution infused for a longer period of time than expected. The preparation 17.54ml of drug was added to the bag but 17.54 of ns was not removed to account for the addition. This would account for a little extra time (less than 1 hour). The facility's biomed department tested the devices, and found no issues with them. There was no patient harm.

Event description:
The customer reported that a 482.46ml infusion of chemotherapy (doxorubicin (adriamycin) 22.4 mg, etoposide (vepesid) 112 mg, vincristine (oncovin) 0.74 mg in sodium chloride 0.9 %) was programmed to infuse at an unspecified rate however the solution infused for a longer period of time than expected. The preparation 17.54ml of drug was added to the bag but 17.54 of ns was not removed to account for the addition. This would account for a little extra time (less than 1 hour). The facility's biomed department tested the devices, and found no issues with them. There was no patient harm.

Manufacturer narrative:
The customer¿s report of an underinfusion was confirmed in the pcu event log. The pcu event log shows that the pump module received a remote IV request for drugid 326 (ephochadu) to infuse 500ml over 24 hours at 3:37 pm on (B)(6) 2018. The user changed the rate to 21ml/hr and started the infusion. At 1:09 am on (B)(6) 2018, the user paused the infusion and then restarted at 1:10 am. At 2:21 am, the device alarmed for air in line and the user restarted at 2:26 am. The device then alarmed for flo stop open for 1 second. The user paused the device and then the door was opened and closed. The user then restarted the infusion. At 2:32 am, the user paused the infusion and the user restarted at 2:34 am. At 2:49 am, the device alarmed for air in line and the user restarted at 3:37 am. At 3:40 am, the device alarmed for air in line and the user restarted at 3:45 am. At 3:47 am, the device alarmed for air in line and the user restarted at 4:25 am. At 4:28 am, the device alarmed for air in line and the user restarted at 5:09 am. At 8:03 am, the device alarmed for air in line and the user restarted at 8:30 am. Six seconds later, the device alarmed for air in line again and then the device alarmed for flo stop open for 2 seconds. The user then restarted at 8:31 am. At 8:31 am, the device alarmed for flo stop open for 1 second. The door was closed and the user restarted at 8:31 am. At 8:50 am, the device alarmed for air in line. The door was closed at 8:52 am and the user restarted. At 11:53 am, the device alarmed for air in line and the user restarted at 11:54 am. At 12:15 pm, the device alarmed for air in line. The door was closed and the user restarted at 12:16 pm. At 5:39 pm, the device alarmed for air in line. The device then alarmed for check IV set at 5:43 pm. At 5:44 pm, the device was channeled off. The volume recorded as being infused during this period was 486.647ml. The root cause of the customer's report is multiple interruptions due to air in line alarms, following which the infusion was not immediately restarted, which led to a longer infusion than intended. The total time of delayed restarts after the air in line events was approximately 2 hours and 24 minutes.